Manufacturer narrative:
(B) (4).

Event description:
The pt just had an MRI. When they did interrogation of the pump, it showed a motor stall. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.